Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70, serial#: (B)(4), product description: infinion 70 cm lead kit. Model#: sc-3400-30, serial#: (B)(4), product description: infinion splitter 2x8 kit 30 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain around the battery site that radiates when stimulation was turned on and accompanied by numbness in the groin and thigh area. It was noted that the patients ipg was malfunctioning. The patient underwent an explant procedure.